Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test including occlusion test due to prime anomaly. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that there was a crack on the device. Customer's blood glucose was unknown. Customer mentioned he was hospitalized for high blood glucose. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.